Event description:
Additional information was posted on social media reporting the implanted lens has 'ruined their life'. The patient is unable to see or drive at night. The patient also reported led lights are the worst.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) the patient is experiencing halos and is unable to drive at night due to the other car headlights being 'blinding'. Additional information was requested.